Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) was faulty and interfering with their cordless phones. Follow-up was performed and determined that the patient had not been seen in the clinic after the event date. Records indicate the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.